Event description:
Customer reporting no reactivity with vra142 cells 3 and 6 and a patient later confirmed to have an anti-e present in their plasma.antibody screen was positive (1+). No reactivity observed with vra142.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed.(B)(4).